Event description:
The reporter contacted animas on (B)(6) 2016 alleging a temperature (temp-no damage) issue. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: review of the black box data did not reveal any evidence of voltage fluctuations; multiple alarms indicating a post-delivery motor power supply fault were recorded. Electrical currents were evaluated and found to be within specifications. The pump powered on normally using the returned battery cap, which was undamaged and secured to the pump appropriately. The pump was exercised for 24 hours without any alarms, errors or warnings and no overheating of the pump. Investigation did not duplicate the temperature complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and inside the pump, the oled boot regulator was found to be loose/missing.